Manufacturer narrative:
The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was cable breakage due to user handling, causing no image displayed.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and the reported event was confirmed as there was no image due to a faulty cable unit. The cause cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported that during preparation for use, the camera head could not produce an image.